Event description:
The customer's spouse wanted to move the unit. As the customer sat on the unit, customer grabbed the engager and was unaware that the speed dial was set at "10" (highest setting). This caused the customer to ride the unit off of the porch and down (2) two steps. Customer fell off of the unit and lacerated the leg. Customer went to the local ER and rec'd (14) fourteen sutures and then released from the hosp.